Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0326980v, implanted: (B)(6) 2003, product type lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic/intract pain. It was reported that the patient was going to have surgery to put new wires because the old wires were not hitting the pain area. The healthcare provider (hcp) told the patient they would need to scrap the old wires in the backbone before they put the new wires in, but the patient decided not to do that. The caller reported that they disconnected the wires from the ins and now the ins is irritating and itching. Because of the itching they can't wear a seatbelt because it is right where the seatbelt goes. The caller stated that the patient family doctor wants to remove the device, but no one will approve it. The patient didn't have a pain stimulation doctor. The patient was sent new listings of pain doctors in the area. No further complications were reported or anticipated.